Event description:
New vantex triple lumen catheter inserted at bedside 12:18am. There was no blood return from brown port per procedure note, despite correct placement and retraction. Upon rn assessment this am, no blood return on all 3 ports-but flush easily. Patient required additional line to be placed x2. Manufacturer response for triple lumen catheter, vantex tlc (per site reporter). Meeting w medline on [redacted] due to multiple events across sites.